Manufacturer narrative:
It was reported that during testing, when the ventilator was turned on, a technical error code indicating "error in the internal memory detected" occurred. There was no patient involvement. The field service engineer confirmed the reported technical error in device logs and replaced the control printed circuit board (pcb) according to the recommendations in the service manual. The control pcb was returned for investigation. A visual inspection of the returned control pcb did not show any anomalies. The evaluation of received device logs confirms the reported technical error code on (B)(6) 2020, one week before the reported date of event. A technical error code for stopped ventilation (valves disabled) was also generated (B)(6) 2020. (B)(6) will be used as the date of event although the fault was present earlier. After (B)(6), the ventilator was apparently used and several alarms for e.g. High pressure were generated. The returned control pcb was installed in the reference ventilator. The reported technical error code was confirmed and the error code for disabled valves appeared twice. The fault condition was not permanent. Several pre-use checks passed and simulated use test ventilation ran for several days without issues. If a defect related to the generated error codes appears during ventilation, ventilation will stop and the user will be notified by an audiovisual alarm and the corresponding technical error code. If the fault appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion is that the returned control pcb is defective/unstable. The cause is a bad or incipiently bad component on the control pcb, or in component soldering. The failing component couldn't be determined as the fault wasn't permanent. This is to be considered a single/isolated component failure.

Event description:
Manufacturer ref.# (B)(4).

Event description:
It was reported that during testing, when the ventilator turned on, a technical error code indicating "error in the internal memory detected" occurred. There was no patient involvement. Manufacturer ref.# (B)(4).